Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized. The cause and outcome of and treatment for the event were unknown. After eight days of hospitalization, the patient was discharged. On an unreported date in the same month as hospitalization began; dianeal therapy was discontinued and on an unknown date, the peritoneal dialysis catheter was removed. It was reported that the patient was possibly on hemodialysis therapy. No additional information is available.